Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for obsessive compulsive disorder, movement disorders. It was reported that while troubleshooting with the recharger the patient saw an eri screen. The patient was also concerned that they ins was not charging all the way. Only to 3/4 full. There was no dissatisfaction with ins longevity. There were no symptoms reported. Patient services spent 52 minutes reviewing concerns of eri, recharger level, ins level and also how to use the programmer. The programmer showed it was on/ok. Patient services thought everything was working as expected. There were no further complications reported.